Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: there is no allegation that the patient¿s hospitalization for hypertension was related to the utilization of the liberty select cycler or pd therapy. There is no documentation that the patient was in active treatment at the time of the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they were admitted to the hospital on for hypertension. The patient could not remember the exact date of admission but thought it to be (B)(6) 2020, prior to the call to technical support, with a discharge date of (B)(6) 2020. Attempts to obtain additional information were unsuccessful. There is no allegation that the patient¿s hospitalization for hypertension was related to the utilization of the liberty select cycler or pd therapy. There is no documentation that the patient was in active treatment at the time of the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue